Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup. Report source: (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 001822565-2019-00903. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery the surgeon tried to use an neutral liner but was not pleased with the stability. So they need to change and take out the cup and they cemented another cup instead from another company.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The surgeon went from the elevated liner to a neutral liner due to no other elevated liner available, which would cause more instability as the neutral liner does not provide additional stability control of the head. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.